Event description:
It was reported that the patient experienced ineffective therapy and therapy only on the left side. Reportedly, the lead had migrated. As such, surgical intervention took place on (B)(6) 2023 wherein the physician was unable to place the new lead due to scar tissue. As such, the entire system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.